Event description:
It was reported that a patient presented with back-up vvi mode due to power on reset. A magnetic resonance imaging scan was taken around the time of the back-up mode. No intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with back-up vvi mode due to power on reset. A magnetic resonance imaging scan was taken around the time of the back-up mode. The device was restored and no adverse patient consequences were reported.

Manufacturer narrative:
The reported event of reset was confirmed. The field reported that the device was exposed to magnetic resonance imaging (MRI) at the time of reset. Product code was reloaded in the field, so the device was not in reset upon receipt in the laboratory. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported field event was consistent with exposure to MRI.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.